Event description:
It was reported that the patient experienced thumping in their left chest under their breast when sleeping on their left side. It was determined to be extracardiac stimulation from the right ventricular (rv) lead. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later explanted and a new lead was implanted in a position less likely to stimulate the patient's diaphragm. The physician indicated that the old lead may have caused a perforation due to it's anatomical position. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.